Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that the insulin pump was cracked by the reservoir compartment. Blood glucose was unknown at the time of incident. Troubleshooting was performed. Product was returned for analysis.